Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to a leakage occurred in the cfb unit. In addition, we confirmed that insertion flexible cable. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).